Event description:
Reportedly, during the preparation for the implantation of the pacemaker involved in this MDR report: foreign material like paper was found in suture hole when opening the sterilized package. The pacemaker was implanted and the foreign object was removed and returned for investigation.

Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. Conclusion: presence of foreign particle confirmed (small glue residues not completely eliminated at the cleaning step of the pacemaker in the clean room). In response to the warning letter that the united states food and drug administration issued to ela medical (dated nov 6, 2009), ela is filing this MDR at this time. (B) (4).